Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during review of a remote monitoring visit, the r-wave appeared to be diminished and possible ventricular undersensing was noted during stored episodes. Additionally, the right atrial (ra) lead also had possible atrial undersensing on some episodes. The right ventricular (rv) lead and ra lead remain in use. No patient complications have been reported as a result of this event.